Event description:
It was reported that during insertion of the catheter, the clinician stated the spring wire guide "apparently frayed". There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Sample will not be returned for evaluation.